Manufacturer narrative:
Na.

Event description:
The customer complained that her test results are lower than normal. She stated that she obtained a result of 1.2 inr at 8:48 am while using her coaguchek xs meter (serial number (B)(4)). At 8:49 am, she obtained a reading of 1.9 inr and at 8:51 am she obtained a result of 1.0 inr. She stated she stuck a new finger each time. She reported that no changes were made to her medication based on these meter results. She also did not receive any treatment based on the results. Her therapeutic range is 2.5-3.0 inr. She does not have any antiphospholipid antibodies. She is not on heparin or direct thrombin inhibitors. She recently had an ear infection and her coumadin dose has not been changed recently. The customer stated she was okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined as the product was not returned for investigation. The customer had returned the meter, however, testing could not be done as the meter was returned in a condition that made analysis impossible.

Manufacturer narrative:
The relevant retention test strips (lot 206632) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.